Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that lead was a case of an attempted implant due to physician's discretion. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to physician's discretion. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported. This rv lead was returned.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that lead was a case of an attempted implant due to physician's discretion. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to physician's discretion. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported. This rv lead was returned.